Manufacturer narrative:
The insulin pump was received with intermittent keypad response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and could not be cleared. Blood glucose value was 484 mg/dl; treated with manual injections. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.